Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 600 mg/dl. The customer stated that the high blood glucose was due to the dialysis. The customer declined the troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.